Event description:
It was reported that the patient had good symptom control but had momentary stiffening-up on one side of the body, which occurred once. The patient was indicated to have had a cell phone and magnet near his pocket (on his shirt). It was thought that a surge in stimulation could have caused the stiffening up and this could have been due to an external electromagnetic interference (emi) source. The reason for the stiffening-up however, was unknown. Additional information received indicated that impedances checked were within normal limits with no evidence of a short or open circuit. There were no malfunctions seen or cause of issue determined. It was noted that the patient did not complain of or show any symptoms or side effects after the momentary event. The patient was instructed to document if he experienced this again, his location as well as any equipment he may be around, length of experience and any additional side effects. He was further instructed to move out of the area if this happened again and alert his healthcare provider (hcp) immediately. The outcome of the patient was unknown as there had been no further contact from the patient.

Manufacturer narrative:
Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3389s-40, lot# v877540, implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).